Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Healthcare professional reported "no complaint against the device". Later, healthcare professional reported "rupture". This record is for a right side. Device was explanted.

Event description:
Healthcare professional reported "no complaint against the device". Later, healthcare professional reported "rupture". This record is for a right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.